Event description:
A malfunction was reported, displaying a specific malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the faulty pump. The customer was informed to use no backup therapy for insulin delivery until contacting their healthcare provider. They also received instructions to put the pump into storage mode before returning it using a pre-paid label, which the customer acknowledged and understood.